Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that right atrial lead exhibited a capture threshold of 5.75 v, 0.5 ms. The lead insulation appeared to be warped. The lead was removed and replaced.